Event description:
It was reported that when interrogating this device an error code was seen related to capacitor change time has exceeded the limit and battery capacity was depleted. A request for review was sent to technical services (ts). The device remains implanted. No adverse patient effects were reported. Additional review by ts noted that if the patient was subject to magnetic resonance imaging (MRI) the fault may be benign. Ts recommended attempting to perform a manual capacitor reform, and it may take up to four capacitor reforms to recover the battery status. Ts noted that if the charge time was between fifteen and thirty seconds the battery status will remain at explant. If the charge time was greater than thirty seconds, the battery status will remain at the battery capacity depleted.

Event description:
It was reported that when interrogating this device an error code was seen related to capacitor change time has exceeded the limit and battery capacity was depleted. A request for review was sent to technical services (ts). Additional review by ts noted that if the patient was subject to magnetic resonance imaging (MRI) the fault may be benign. Ts recommended attempting to perform a manual capacitor reform, and it may take up to four capacitor reforms to recover the battery status. Ts noted that if the charge time was between fifteen and thirty seconds the battery status will remain at explant. If the charge time was greater than thirty seconds, the battery status will remain at the battery capacity depleted. The device was subsequently explanted. No additional adverse patient effects were reported.

Event description:
It was reported that when interrogating this device an error code was seen related to capacitor change time has exceeded the limit and battery capacity was depleted. A request for review was sent to technical services (ts). The device remains implanted. No adverse patient effects were reported.